Event description:
The user facility reported that during a patient procedure the snare to their padlock clip eftr device did not deploy properly. The procedure was completed successfully using a different hot snare. No report of injury or procedure delay.

Manufacturer narrative:
Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The user facility returned the device subject of the reported event to steris for evaluation. Upon review of the device, it was found that the snare had gotten stuck within the housing. The reported event is likely attributed to the pusher detaching from the housing, combined with tension on the system due to the torqued endoscope configuration by user facility personnel during use on fibrotic tissue. The instructions for use includes instructions to properly deploy the clip and snare: "grasping or placing a clip to severely fibrotic lesions for excision may be more difficult. Deploy clip and snare by squeezing thumb ring and spool in one steady controlled motion until spool approaches thumb ring, and the snare is tightly closed around the tissue. Step 1: deploy clip and snare in one steady controlled motion." One steady controlled motion is necessary to avoid losing placement of snare over the lesion. Release tension on the catheter of the grasping device at the biopsy port by the physician prior to deploying the clip and snare." The device history record was reviewed and confirmed the lot subject of the reported event was manufactured to specifications; no abnormalities were noted. Steris performed in-service training on the proper use and operation of the padlock clip eftr device. No additional issues have been reported.